Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was programmed for scheduled therapy with group b on at 5:30 am and off at 11:30 pm. The reporter stated the patient would change to group d during the day and then the ins would ¿spontaneously¿ change back to group b. It was noted the manufacturing representative reprogrammed scheduled therapy on the day of this report and when they ended reprogramming and checked the ins with the patient programmer, the ins had changed to group b. It was further noted the patient was pressing the on key instead of the sync key.